Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000222, serial/lot #: (B)(6), ubd: , UDI#: h3: a manufacturer representative went to the site to test the equipment. In summary, the generator control board made a popping sound and the u19 and d9 got damaged beyond repair. The generator control board was replaced. A system checkout was performed, and the system performed as intended. D9, h3: the hardware was returned and analysis was performed. Visual inspections showed components u19-, d9, r80 and c43 were electrically over stressed. Codes fdm b01, fdr c02, fdc d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that when the site booted up the machine, the imaging system didn¿t properly boot. After a reboot, the image acquisition system (ias) made a sparkling / popping sound and started beeping. It never booted up anymore after that. There was no patient involvement.